Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The insulin pump will be returned for analysis.